Event description:
Allegedly stem in varus. Pt. Was dislocating. Stem and cup revised to ancafit stem and pinnacle cup. (One cup was not used originally).

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. This report will be amended when the investigation is complete. This event occurred in another country. This is the same event as 300379990-2007-00023.